Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic and she was having difficulty removing the batteries in the subject meter. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2010 at 6pm. On an unspecified date/time, the patient reported blood glucose results of "157 and 101 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. According to the csr's documentation, the patient manages her diabetes with 14 units of lantus insulin (no adjustments); however, the patient's testing and medication frequency are not specified and it is unknown if the patient administers insulin regardless of her blood glucose result. It is unclear what action the patient took in response to the alleged issue; however, on an unspecified date (at 4pm) the patient stated she administered her usual dose of medication; patient's specific blood glucose results prior to administering insulin are not provide. According to the csr's documentation, the patient claimed she developed symptoms of headache, excessive urination, and thirst ten hours later. However, it is not known if the patient had made any changes to her diet, activity level, or regimen prior to the onset of her symptoms and the patient's specific blood glucose results prior to the onset of her symptoms are not provided. It is also not known what action (if any) the patient took in response to her reading. The patient denied she received medical intervention after the alleged issues began and the duration of the patient's reported symptoms is not known. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. According to the csr documentation the patient followed the correct blood glucose testing procedure (per owner's booklet). The csr also noted that the patient did not have control solution to perform a quality test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.